Event description:
It was reported that two blades broke at the mount area during a surgery. The broken pieces fell into the surgical site but were removed with forceps. The surgeon does not have any concerns, that broken pieces remain behind in the body. There was no patient injury reported.

Manufacturer narrative:
Only one device was returned for evaluation. The returned product was evaluated against the engineering print. All critical features where they could be measured were within specification. Visual inspection indicated one of the prongs/tabs of the blade was broken off of the mount end of the product.